Event description:
It was reported by the rep that the (1) prw35 was used during an excision of mediastatic nodule procedure. It was reported that the device was not firing properly. One of the legs did not lock over as far as the other. The staples were formed correctly every fourth or fifth staple. There was no pt consequence.